Event description:
The account stated that the architect analyzer has generated discrepant afp results on a patient sample. The initial result was 11.1 ng/ml and the retest result was 4.03 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.